Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by alterra clinical study, approximately 3 years, 1 month, 9 days post tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, one new type 1 rung 6 outflow fracture was observed during follow up. Per report, this fracture is new for a total of two fractures with the other being previously identified at the inflow.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no manufacturing non-conformances identified. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the reported event. The complaint event site provided imagery relevant to the complaint and the following observed: during a 3 year follow up fluoro, one new fracture was found on the alterra present outflow (proximal) apices. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for strut fracture was confirmed through the provided imagery. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. A product risk assessment was previously initiated to investigate and assess the risks associated with frame fractures. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, the 3 year follow up fluoro indicated one new fracture at the outflow of the prestent. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, the technical summary was reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.